Event description:
Customer reported that the pump had repeated error code 345 alarms which inhibited the pt from receiving blood pressure medication at the desired time and amount.

Manufacturer narrative:
Unit has been evaluated by repair technician and determined that error code 345 was the result of fluid intrusion on the upstream sensor. Fluid caused corrosion on the traces of the upstream sensor. There was also residue evident in the keyhole, between keyhole and rear case and in the door and door cover. The fluid intrusion is due to improper cleaning of the pump. The operators manual states that: "during cleaning, do not allow fluid to seep inside pump (especially through front panel door latch holes or back case speaker holes) or severe damage may occur. Wipe on minimal amounts of cleaning fluids, never spray them".